Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: a femoral filter set is returned and the filter is disconnected from the femoral introducer. It is noted that the red safety lock is tightened and it is not possible to push the release button. Visual inspection shows no deviations on the filter and the introducer. All safety locks are inspected to make sure they are tightened to prevent the filter from premature deployment. The exact root cause for this incident is unknown, however, it is possible that the safety lock was unintentionally loosened or somehow touched too much during the preparation as suggested by the rep. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar event.

Event description:
Description of event according to initial reporter: the supplied sheath was approached via the right femoral vein. When the user took the filter catheter out of the package, the filter detached and fell on the floor since the safety lock was loosen. Another device for jugular approach (igtcfs-65-jp-jug-tulip, lot e3073716) was used instead for the procedure. Patient outcome: no adverse effect to the patient due to this occurrence.